Event description:
A customer reported that at the end of a procedure, "a lot" of liquid was detected on the floor. The customer believed the event was related to cassette leakage. There was no impact to the surgery or the pt.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).